Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bowden cable of the gastrointestinal videoscope was too tight. There were no reports of patient harm. During the device evaluation at olympus, foreign material was found on the bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the following: the switch box and grip were scratched, the plug unit has discoloration, the light guide lens is cracked, the connecting tube was buckled and the coating of the universal cord was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.